Event description:
The parent reported that her child is able to open the safety sheet padlock without a key by pulling on the shackle or shank portion of the padlock. The parent reported that she was also able to open the safety sheet padlock without a key by pulling apart the padlock. After the child was able to open the padlock, she was able to unzip the safety sheet and elope through the mattress and bottom of the bed. The parent reported that the lock separation issue occurred with both safety padlocks that were provided with the bed. The parent confirmed there was no injury as a result of the event.

Manufacturer narrative:
Sensory medical sent replacement padlocks and confirmed with the complainant that they were working. Sensory medical requested a return of the padlocks that were the subject of this complaint, but they were never received. Review of the manufacturing records for lot 011725 of kit10002 confirmed locks were included in the box at manufacturing per visual inspection. Multiple statements are made in the cubby bed user manual regarding safe use of the bed to prevent elopement and other safety concerns. Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required. On page 3 under care and maintenance: if any damage is present, immediately discontinue use and contact cubby for repair or replacement. Page 5 contains a parts list, which includes the locks. Page 11 instructs to secure the safety sheet zipper to the loop on the canopy with the lock to prevent the patient user from removing the sheet. Do not use the product without the safety sheets zipped and locked in place. Page 15 assembly + care faq's includes description and use of the locks on the safety sheets and the technology hub zippers on page 22 "discontinue use and contact us immediately if anything is damaged or missing." Sensory medical's root cause investigation is ongoing, and the company will supplement this report as necessary. There was no report of injury as a result of the event.